Manufacturer narrative:
(B)(4). Additional evaluation summary: the actual sample was returned for evaluation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The manufacturing records were reviewed and the manufacturing /packaging criteria were met prior to the release of this batch. The information for use for the products states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿

Event description:
It was reported that a patient underwent an unknown ontological surgery on (B)(6) 2018 and topical skin adhesive was used. During the surgery, the adhesive fluid did not come out from the applicator though the glass ampule was cracked. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there any adverse event to user? => no there wasn't. Was the dermabond broken according to instructions for use? =>unknown. Was the case completed with another dermabond product? =>yes. =>no further information will be provided.